Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of capsular contracture was reviewed on march 24, 2023. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. It is possible to determine the lot number 2878134 and catalog n-trf265 through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.